Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they were going to the bathroom more/too much since the end of (B)(6) 2016. The patient did not feel stimulation and thought their implantable neurostimulator was ¿low¿ despite not seeing any warning screens. Additional information was received from a consumer on 2017-jun-20. It was reported that the patient was having bladder issues again. They stated that on (B)(6) 2017, they had a return of symptoms, and they had problems with their programmer (pp) not communicating with their implant. They noted that they had bought new batteries, but the device was still not working; their pp wasn¿t doing anything, and wouldn¿t communicate with their implant. It was reviewed that the problems could be due to ins depletion, as the device was implanted in 2012. It was recommended that the patient follow up with their healthcare provider to address their symptoms and possibly have their battery checked. However, the patient noted that they did not currently have a managing healthcare provider. The patient was sent a listing of healthcare providers in their area. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.